Event description:
It was reported that (3) ems were used during a laparoscopic hernia procedure. It was reported by the rep that the devices would not fire. The nurse stated "instrument was not dry fired". The hosp had problem with three of the ems consecutively. There was extended or time by ten minutes.